Manufacturer narrative:
Additional product codes listed dzi, dzj . No facility contact available for reporting . The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine testing the five (5) shaft for screwdriver and two (2) handle for screwdriver would not turn. There was no patient involvement. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- gear for 90° screwdriver was received. Upon visual inspection under 10x magnification, it is observed that the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional testing of the device was performed by connecting the components, 90-degree screwdriver handle (03.505.004), driveshaft for screwdriver 90 degree (03.505.006), and gear cover for screwdriver 90 degree (03.505.007). The proximal knob of the screwdriver handle was rotated and the gear in the distal end of the screwdriver shaft was observed to rotate perfectly as it was intended. Thus, the reported complaint cannot be confirmed. Dimensional inspection is not required as the complaint cannot be confirmed during functional test. Because the device is working as it was intended. No design issues or discrepancies were found during this investigation. Visual inspection, functional test, and document specification review of the received device was performed. The complaint cannot be confirmed during functional test. A definitive root cause could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.